Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call, the insulin pump had alarmed lost sensor while he was trying to give a bolus. He then would press the b button and nothing happened. The device was in prime mode and he is unable to exit. The device then alarmed compromised force sensor system. Customer's blood glucose was 262 mg/dl. The device wasn't dropped or bumped prior to the alarm occurring. Troubleshooting was performed and the device has the drive support cap sticking out. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer was then informed that he should start using the new device he had. He is not returning the device for analysis.